Event description:
It was initially reported that the stimulator site was sore when the patient recharged. It was further reported that the patient had surgery to move the stimulator to a different area. The device was checked post operatively and impedances were all normal. The patient was doing well. The patient planned to wait to recharge device until she saw her managing physician.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)